Event description:
The patient reported that 5 days ago, the a5 (pump timer) alert was displayed on the infusion device and since that time, her blood glucose has been elevated to 300-400 mg/dl. She bolused through the infusion device to lower her blood glucose. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.